Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient was walking with her son in a parking lot and lost consciousness. The patient had no symptoms up to the point of losing consciousness. There was a nurse bystander in the parking lot who called for an ambulance. At some point during this event, the cgm was reading 90 mg/dl and the bg meter was reading 22 mg/dl. The patient was transported to the emergency room. The patient recalls being treated with magnesium and potassium (other treatment could not be recalled). She also had an x-ray and a CT scan. The patient was hospitalized for 2 days, and she was discharged on (B)(6) 2023. The patient stated she does not have much recollection of the event. The information she was able to provide is from her son¿s memory of the events. No other details were documented. Per medical review, this would constitute a serious adverse event as there was a serious injury (loss of consciousness) and medical intervention (third party assistance/hospitalization). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.